Event description:
The patient was received from another department after bp and level of consciousness decreased to cardiac surgery intensive care unit (csicu) at 0520. Started on levophed to maintain bp. Md placed an order for micafungin everyday. Rn began to hang micafungin (100mg/100ml ns). The pump was on standby with a 1000 ml normal saline (ns)bag connected to a primary IV tubing which was already loaded in the pump from the other department. The ns bag had approx. 150-200 ml left. Rn disconnected ns bag from the secondary tubing connected to the primary tubing and connected 100 ml micafungin. Turned the pump on - was previously set on 1000 ml/hr (probably from a fluid bolus on the other department). Rn changed the rate to prescribed 100 ml/hr and noted that the drip chamber of the micafungin was running very fast so immediately grabbed the secondary tubing roller clamp and shut it off. Took the primary tubing out of the pump and reloaded it into a new pump and after the door closed, noted extremely fast flow of fluid in the chamber again. Changed the primary tubing and re-set the pump again and the pump started to deliver the correct amount.====================== manufacturer response for infusion pump, infusomat space (per site reporter)======================on-going discussion with b. Braun management/representatives regarding the continued malfunctioning of pumps and hospital concerns about potential for patient harm. B. Braun conducted an on-site clinical assessment and preventative maintenance on all pumps. They reported that they have not been able to determine the cause of 3 out 5 of the original reports. 2 were determined to be user error. They have not had time to date to test the latest 2 malfunctions reported. After this event, b. Braun picked up 7 different tubing lot#s (0061161747, 0061161768, 0061153063, 0061153041, 0061153045, 0061129418, 0061091936) and replaced them with new tubing.